Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing confirmed that the air detector was defective. The air detector was replaced to address this issue.

Event description:
It was reported that the pump malfunctioned while in use with patient. There was no patient harm or adverse event reported. Evaluation of the returned device identified a faulty air detector.